Event description:
Obtained from facility generated medwatch report forwarded by FDA: the ventilator alarmed, made a loud clicking/popping noise and then emmitted smoke. Ventilator changed out with another. No pt injury. Failure attributed to air module component by facility biomedical engineering.